Event description:
Rptr alleged obtaining a discrepant blood glucose value of 227 mg/dl back to back with a result of 105 mg/dl when testing was performed within 10 mins on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.